Manufacturer narrative:
It was noted that the device is not available because it is currently implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the surgeon has expressed concerns with accolade tmzf stem in regards to the trunnion. He has experienced the head impinging on the neck of the stem causing trunninosis. The case involved a very large head size on the stem (40mm+) which could lead to the head impinging on the stem.